Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 23 mmol/l (414 mg/dl) while wearing the pod between 37 and 48 hours on their arm. It was also reported that although the cannula was visible, the pink slide insert did not move forward, indicating that there was a needle mechanism failure. Nformation on treatment was not provided.

Manufacturer narrative:
The pod was received deployed. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the reported unknown needle mechanism failure. No other defects or deficiencies were observed during the investigation.